Event description:
The service tech reported an infusion pump with failure code 7, found during service. The hospital rep stated that there have no record of any pt incident involving this pump since the last baxter service event.